Event description:
It was reported that during a lap assisted colon resection procedure, the device had intermittent activation. Case completed by using the foot pedal. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condtion. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were noted. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.